Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, it was reported that the vials were filled with unspecified volumes of either dilaudid or fentanyl and were loaded into unspecified pca pumps. No specific pump programming was provided. After unspecified lengths of time, the customer contact reported that the solutions leaked at the male adapter of the injectors in the vials. It was reported that the vials were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.